Event description:
Pt repositioned at 0435 with restraint on the right wrist. Staff passed by pt's room at 0445 and found the pt's entire head wedged between the rectangular opening of the top right side-rail. Staff immediately called for assistance and went to the pt's bedside to support their head and maintain an open airway. Respiratory technician arrived within 3-4 min. Pt's head was gently manuevered through the opening. Abrasion over left eyebrow. No other injuries noted. Physician notified. Siderails padded for safety.